Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the rptr: an anastomosis ring was used in a resection operation of the descending colon. Intestinal leakage occurred 10 days later and caused an abdominal infection. The anastomosis ring was taken out in a second surgery. The transverse colon was resected, and the anastomosis ring fell off two weeks later and degraded, which took the patient great effort to eventually excrete. No other adverse reaction was caused. There was no pt injury.